Manufacturer narrative:
Product event summary: the device was returned and analyzed and no anomalies were found. The returned device had foreign material in the connector. The returned device indicated foreign material on set screw. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the attempted cardiac resynchronization therapy defibrillator (crt-d) exhibited a setscrew issue as high defibrillation coil impedance was observed through the device but tested nominally through the analyzer and through a second crt-d which was ultimately implanted. No patient complications have been reported as a result of this event.